Manufacturer narrative:
The device was received for investigation. The smiths tamper seal was missing. The air detector test was performed, and the reported failure was not duplicated. The air detector will be replaced as a preventative measure. The root cause of the reported failure cannot be established as no fault was found. A device history review (DHR) was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. No information provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported that the air in line sensor failed. No additional information regarding patient involvement was provided.